Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital). The reagent lot number and expiration date were not provided. The qc was acceptable. The field service representative found air bubbles in the reagent that were caused by a misadjusted mixing paddle. He adjusted the mixing paddle, which resolved the issue. He performed checks and tests with acceptable results. The investigation determined the issue was caused by incomplete maintenance. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable hcg-beta results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 13 miu/ml, and the repeated result was 689 miu/ml. The sample was repeated because the initial result didn't match the patient's clinical diagnosis.